Manufacturer narrative:
Reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Regulatory affairs reported on behalf of a patient reporting regarding an unknown side:"following a 2 cm nodule, I have just had an ultrasound scan which reveals an intra and extra capsular leak." Device remains implanted.